Event description:
I was injected illegal filler while pregnant. Injector told me there was no risks and proceeded to do my lips 3 times. Injector also didn't do a good job hence why I had to keep going back. My lips still look uneven and it has been about two years. Injector also didn't refund me my money after I found out doing lip filler while pregnant was not safe and I didn't know she wasn't licensed. She is still doing lips on people and people have contacted me about how horrible of a job she did and didn't want to refund them the money. She is illegally doing lip filler on people till this day with no license. Https://egbeauty.square.site. Reference reports mw5155047 and mw5155048.